Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result / lab inr was 3.4/2.0 in 2006 and 2.4/1.5 twelve days later. The patient's medication was kept the same. The device was replaced and requested to be returned for evaluation.